Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during hemodialysis therapy, an ak96 machine alarmed and treatment was discontinued. The extracorporeal blood was returned to the patient. The process of "getting off and on the machine" resulted in an "inaccurate ultrafiltration volume with a deviation of approximately 300ml" from normal saline infusion. The patient experienced complications such as heart failure, pulmonary edema, and hypertension, due to the "excessive fluid intake". There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not received or evaluated on site. A service history review was performed and found that the device has been serviced within the last 24 months for a similar ultrafiltration event. All required service actions were completed in the last service cycle. For inaccurate ultrafiltration volume, based on the patient condition, the clinic always has the option to do a treatment restart to remove any excess fluid. It is unlikely that a malfunction of the ak 96 machine caused or contributed to the patient¿s symptoms. Upon further review, the ak 96 was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.